Event description:
Customer's mother called to report the insulin pump had a crack on the display screen, often rejected batteries and alarmed for motor error. The insulin pump also sounded a little louder during rewind. The mother wasn't able to confirm the serial number and will call back once it is found. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).